Manufacturer narrative:
UDI: (B)(4). Complaint is reportable serious injury. Per reporter, ¿they noticed it was not sterile when someone from spd saw that another tray for the case that was not opened came back down to spd and was not sterilized. Trays were wrapped but not sterilized.¿ hospital recognized the sterilization instructions were not followed which resulted in the revision of the screws and plate. No evidence of reportable product malfunction. Skyline anterior cervical plate system (p/n 186802042) is sold as bone-screw internal spinal fixation system, non-sterile device and the customer is responsible for their own sterilization.. Manufacturer¿s instructions IFU-0902-90-016 rev. N. For non-sterile devices, testing was conducted to develop the following recommendations for steam sterilization is a pre-vacuum cycle performed for 6 minutes at 270°f. ¿ depuy spine reports all non-planned revisions as MDR events. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Revision due to hospital did not sterilize implant. The set was not ec. They noticed it was not sterile when someone from (B)(4) saw that another tray for the case that was not opened came back down to (B)(4) and was not sterilized. Trays were wrapped but not sterilized. I was not in the room when trays were opened. Per complaint form: surgeon implanted skyline plate and screws listed above during surgery but they were not properly sterilized and this wasn't noticed until spd notified the room after case. I was not in the room when they opened the sets. Surgeon decided to do a revision and remove the plate and screws the next day.